Manufacturer narrative:
D6; device returned with no lot ID. H6; damaged jaws. The product complaint analysis team has completed its investigation of the device which was returned to co. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: clip in jaws, damaged feed bar, damaged floor, damaged handle shrouds, damaged other, damaged tip shrouds, damaged trigger, damaged tube, and damaged weld seams, no; damaged jaws, yes/misaligned. Functional tests & results: antibackup functional, firing: feed conform, and lockout functional, yes; firing: form conform, and jaws: hold clip, no; jaws: inside width at tips, .180. Analysis conclusion: based upon the inquiry info received and the visual and functional results, it was concluded that the jaws had become damaged and would not form the clips properly. No conclusion could be reached as to how the damage to the jaws occurred. If the jaws are torqued or closed over a hard object, the jaws can become damaged and will not form the clips properly. Mfg and engineering have been notified of the rpt'd incident. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
It was reported the er320 was used during an unknown procedure. It was reported the clips did not form. There was no consequence to the patient. 10/09/1997 another er320 was opened to complete the case.